Manufacturer narrative:
(B)(4). The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. (B)(4). This report was mailed to FDA on: 09/03/2004.

Event description:
A surgeon reports that one week following intraocular lens implant surgery, a pt complains of seeing an intermittent vertical orange bar in her temporal vision. With the exception of this observation, the pt has had an excellent outcome following surgery. The lens remains implanted.